Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating thresholds, high impedance, and sensing integrity counter (sic). The lead was suspected for fracture, and was removed and replaced. No patient complications have been reported as a result of this event.